Event description:
Event description cpi received information that this transvenous defibrillation lead and bipolar lead exhibited an inappropriate shock, low impedances and high thresholds. A 'shorted' error code was seen. During the replacement procedure insulation damage was noted on both leads. The implantable cardioverter defibrillator was replaced as it may have been damaged from the shorted lead condition. The rate sensing portion of the endotak lead was capped but the shocking portion remains active. A new rate sense lead was implanted in the ventricle and a new atrial lead was implanted.